Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, visual inspection noted that some of the splines were twisted, aligning with the information reported from the field. Functional testing was performed, and the catheter was connected to the golden setup in the lab. With the splines still twisted, it was noted that the shape displayed as abnormal, which is expected. When the catheter was deployed to the flower configuration, the error code of 1806-2 'farawave catheter error detected in shape estimation' presented. It is believed that the twisting of the splines contributed to this error code. Testing was again performed after the splines were put back into position, and no error or other abnormalities were observed. An attempt was then made to advance the catheter, with the splines still twisted, through a known good faradrive sheath. However, the attempt to advance the catheter was halted when significant resistance was felt, indicating that this resistance would have also likely been felt while withdrawing the catheter from the sheath in the field. The twisted splines were then subsequently manually put back into position. It was then observed that one of the twisted splines became inverted when it was twisted back to normal. The inverted spline was then manually pushed back into position, and the catheter was deployed to flower configuration. It was noted that some of the splines were facing forward, and the planarity of the splines were out of specification as the catheter failed the planarity test. It is believed that the catheter being returned and sterilized with the splines still twisted likely caused the failed planarity seen. With the splines deployed in the normal way, the catheter successfully created map geometries on opal, with no observed nav loss, tracking or shape detect error, nor visualization interruption. Continuity and inductance testing were performed on both nav inductor circuits to measure their impedance and inductance values, and the electrical testing passed. Microscopic inspection of the spline cage of the catheter was performed, and some spline damage was noted on one spline because it was twisted, which likely contributed to the planarity issue. The event was confirmed via analysis. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a farawave nav catheter was selected for use. After computing the catheter flower bias, shape detection errors occurred when placing the catheter in flower shape as soon as there was wall contact. The procedure continued and managed to ablate the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv), but when the physician tried to engage the right inferior pulmonary vein (ripv), the physician struggled to get good position. In order to map, the catheter was undeployed and redeployed inside the vein but immediately saw that the catheter shape was abnormal. The catheter was pulled back into the sheath and the physician reported an unusual resistance when pulling the catheter into the sheath. The physician attempted troubleshooting of undeploying and redeploying the catheter. The catheter was withdrawn completely to inspect it visually. During the withdrawal the physician still felt an unusual high resistance and as soon as the catheter came out, the physician saw that the catheter tip was twisted. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The catheter was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a farawave nav catheter was selected for use. After computing the catheter flower bias, shape detection errors occurred when placing the catheter in flower shape as soon as there was wall contact. The procedure continued and managed to ablate the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv), but when the physician tried to engage the right inferior pulmonary vein (ripv), the physician struggled to get good position. In order to map, the catheter was undeployed and redeployed inside the vein but immediately saw that the catheter shape was abnormal. The catheter was pulled back into the sheath and the physician reported an unusual resistance when pulling the catheter into the sheath. The physician attempted troubleshooting of undeploying and redeploying the catheter. The catheter was withdrawn completely to inspect it visually. During the withdrawal the physician still felt an unusual high resistance and as soon as the catheter came out, the physician saw that the catheter tip was twisted. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The catheter is expected to be returned for analysis.